Event description:
It was reported that the patient had 15 inappropriate shocks due to oversensing of noise during a shower. Testing was able to reproduce the noise. Technical services advised some testing and programming options. There were no additional adverse patient effects. The product remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been programmed off. A trans-venous system has been implanted. This subcutaneous implantable cardioverter defibrillator electrode remains implanted. There were no additional adverse patient effects. It was reported that the patient had 15 inappropriate shocks due to oversensing of noise during a shower. Testing was able to reproduce the noise. Technical services advised some testing and programming options. There were no additional adverse patient effects. The product remains implanted.